Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient began experiencing horrible spasms all over his body on (B)(6) 2019. The patient was at the emergency room (ER) on (B)(6) 2019 and the hcp was on her way there to confirm the pump status. The patient did not have pruritus or altered mental status that the hcp was aware of. The urinalysis (ua) was grossly negative and the white blood count (wbc) was 12.8. There were no respiratory symptoms or chest x-ray done and the patient's skin was clear as far as the hcp knew at the time. The hcp was thinking of doing a catheter access port (cap) access. The hcp believed there was a pump malfunction. There were no further complications reported at this time.